Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that an unknown person had an ins, but did not like it and had it removed. The reporter stated no additional information would be provided.